Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 23:49:38. During night drain cycle six, the ultrafiltration was recorded as 93414ml and the fill volume was 1900ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was evaluated and the reported issue was confirmed through the review of the logs. This complaint is an ancillary service event. The cause was determined to be unexpected high ultra filtration (uf) for therapy compared to other therapies. Should additional relevant information become available, a follow-up report will be submitted.